Event description:
Device was moved down and at the same time it stopped working. They replaced lead wires and other stuff. Surgery in 2002 and also another one two mos later. After each one it seems to have gotten a little worse. Pt has a feeling of burning in their body, severe headaches that make them fall asleep, back pain that feels like someone had put a 1000 lb person on it. Pt has a hard time getting from a sitting or laying position. Hips hurt, leg goes numb. They have shooting pain into pelvic region that feels like they are being hit with a blow torch, a lot of burning pain and numbness in legs when sitting. They never had before and headache that can't be controlled last four weeks.